Event description:
It was reported two weeks post operatively of a hemorrhoidectomy procedure, post operatively, during a follow up visit, the pt complained of large amount of blood in the stool and pain. Upon examination, the surgeon stated the pt had completedly prolapsed and it appeared the procedure has not been performed. The pt was sent home on pain meds and the procedure will be repeated again in six weeks. The surgeon advised that the device functioned as intended during the initial procedure.

Manufacturer narrative:
H4: info is unavailable; device was not returned for eval.